Event description:
It was reported that in the operating room during insertion of the smg, the doctor stated that the swg seems more flimsy than in the past, making it difficult to insert into the needle that was placed in the pt's right subclavian resulting in the kinking of the swg. As a result, a new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
MFR control no: (B)(4). The device will not be returned.